Manufacturer narrative:
H3: other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not completing the full cycle and displayed a low-pressure error. No additional information is known.

Manufacturer narrative:
D9: device received on 2/27/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed and could not confirm customers complaint of the device not completing full cycle. Cycling check worked as designed, however the alarms/leds were not working. The cause of the low-pressure error was found to be a defective electrical chassis assembly. The electrical chassis assembly was replaced to fix the issue as well as the issue of the alarms/leds not working.